Event description:
Medtronic received limited information that this hollow fiber oxygenator exhibited a leak from the vent port of the heat exchanger, where the body fluid appeared to be bubbling. The health care professional suspected that the oxygenator's fiber had ruptured. The patient was re-warmed so that the oxygenator could be changed out. The device was changed out, and the procedure continued without reported complication.

Manufacturer narrative:
Conclusion: to date, this product has not been returned for analysis, and device specific information has not been provided. Without product return, a thorough investigation cannot be completed, and no definitive conclusions can be drawn at this time. Medtronic anticipates return of this device. Upon receipt, a thorough evaluation will be performed. The results of the investigation will be provided to FDA once obtained. It was reported that there were no adverse pt outcomes.